Event description:
It was reported that a customer experienced a connection issue between the titanium adapter and transfer set. It was noted the transfer set and adapter got separated after the initial connection and could not be reconnected. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported issue. The patient would complete therapy by manual exchange. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received, and an evaluation was completed. Visual inspection was performed with the naked eye and microscope with no issues noted. Functional tests were performed including leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, uv spike diameter measurement, and integrity of seal surface testing were performed with no issues noted; the device met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.